Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an open incisional hernia repair with retrorectus mesh. She had revision surgery 18 days post surgery. The patient experienced surgical revision, recurrence, and chronic pain.